Event description:
Through a letter from the united kingdom medical device agency to a co rep, the MFR was informed that during a neuro-radiology procedure, a spinnaker elite 1.5f catheter was used to treat an arterio-venous malformation close to the right posterior cerebral artery via basilar catheterization. A berenstein-10 liquid coil was injected through the catheter. However, during the injection procedure, there was a rupture of the catheter at about 1 cm from the tip jamming the coil in the place. The flow catheter was gently removed with the coil extruding from the wall. The pt was in satisfactory condition after the procedure and presented no neurological deficit.